Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be determined. However, based on the investigation results, the most probable cause of the complaint related to the failures ¿aw-tube has foreign objects¿ and ¿aw-cylinder has foreign objects¿ is attributed to failure to follow instructions. Additionally, the most probable cause of the complaint related to the failure ¿nozzle clogged¿ is classified as cause not established, indicating that the investigation did not yield a clear conclusion regarding the cause of the reported adverse event. The presence of foreign material can be detected and prevented by adhering to the instructions for use, which state that products containing silicone may lead to deposits of white foreign material. Previous investigations have shown that silicone-based substances¿such as simethicone (a defoaming agent), lubricants, and similar products¿pose a risk of residue remaining in the channel, even when reprocessing is performed according to the IFU. Since simethicone and petroleum/oil/silicone-based lubricants are non-water soluble, olympus does not recommend their use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the device evaluation, foreign objects were found in the air/water cylinder and tube, and the nozzle of the gastrointestinal videoscope was clogged. There was no patient involvement.